Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that oversensing was observed on the lead. X-ray found externalized conductors. Lead was capped and replaced.